Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), a transvenous defibrillation lead and a implantable pulse generator (ipg) may have experienced oversening. It's suspected that the atrial pulse of the ICD is being sensed by the ICD. No further information is known at this time. This report will be updated when further information becomes available. Cpi learned on march 17, 1997 that this patient passed away for reasons not related to the ICD system.